Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a couple of years ago they were jump starting their van with a guy and the guy must have misconnected the jumper cables. Pt said that they were standing outside the van to make sure they disconnected the jumper cables as soon as the van started up, but there were sparks and the wires were not on the right side and there was a cross connection. Pt said that their belly was on the fender of the van at the time and they felt a "shock" in their implant battery. Patient said that this same thing recently happened while jump starting their van and this time they felt a "shock" in their implant battery and tingles in their spine and body. Pt said that they noticed that their implant battery doesn't seem to be lasting as long since the first time this situation happened a couple of years ago. Pt said that now, they are unable to charge their implant. Pt thinks the last time they were able to successfully charge their implant was a little bit last week, but they were unsure. Pt said before that, they had not charged their implant in 2-3 weeks. Pt said they try to make their implant battery last a long time without charging and they turn their stimulation off at times; pt said they don't really notice a difference unless they have their stimulation settings up high. Patient services (pss) had pt try to connect with their 37751 recharger; pt saw the "reposition antenna" screen. Pss then had pt connect with their 97740 patient programmer; pt saw the "poor communication" screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient's representative. It was reported that the patient was having problems with the stimulator because the stimulator was not working or taking a charge. They were receiving a message that said "unable to recharge it." Troubleshooting was unable to be performed as patient was not present during the call and the caller could not verify the message. The caller was advised to have the patient call in for further troubleshooting. No further complications reported.